Event description:
It was reported that the pt underwent a port access mitral valve replacement in 05/2004. Pre-operatively the aortic valve was reported as competent, the aortic diameter was 32 mm, sinotubular junction was 2.98 cm and aortic pressure was 125/80 with a normal pulmonary artery pressure. Total cpb time was reported as 8 hours and 26 minutes. Following the completed valve replacement procedure, cpb was replaced by ECMO and iabp was initiated. The pt was then transferred to ICU. The pt expired.